Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing ongoing blood glucose (bg) levels in the 218-233 mg/dl range. During troubleshooting, a bolus was delivered and no insulin was observed exiting the cartridge patient line. Reportedly, the customer loaded a new cartridge successfully and continued to use the pump for insulin therapy.